Manufacturer narrative:
The ge service representative performed an onsite investigation. The sbc board, hard driver, video controller, display adapter, image processor, system interface and gib pcb were evaluated and replaced. The system was found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. There is no report of death or serious injury.